Event description:
It was reported that the pacemaker was shipped to the distributor. When an interrogation was performed, the device had been in backup vvi mode, possibly during the transportation. The device was not used.

Manufacturer narrative:
Field complaint of backup operation was confirmed. Device was received in backup operation. Analysis of the device image determined backup occurred due to an uncorrectable non-maskable interrupt error while the device was still in box. After reloading device firmware, further testing was unable to recreate the backup condition. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.